Event description:
Boston scientific medical device crt-d model n119 serial (B)(4) found out on (B)(6) 2015 that device was defective and had to be replaced immediately due to the fact I am pacemaker dependent. After searching the internet, I found out that the device had been found to be defective and notice sent out on (B)(4) 2009, although I did not get one and maybe that is because they implanted the device on (B)(6) 2009 and told me nothing about the defect, and I have now found out that patients were notified again about the defect, but I was not. Boston scientific originally stated the defect was due to the placement of the device which is incorrect. I had to get emergency surgery to replace the defective device on (B)(6) 2015 and I wanted to keep the device in which the doctors had no problem with, however boston scientific said the device had to go back to the factory because of the defect. My original surgery cost in excess of (B)(6) and the emergency surgery cost in excess of (B)(6) and to date I have not received any compensation for the defective device nor the fact that boston scientific took the device from me without my permission. This device should have been recalled and all patients should be compensated for the cost of the operations and the pain and suffering associated with the defective device.